Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all station on critical override. A technical support specialist (tss) identified that all stations were on critical override due to an order interface issue impacting patient care, although all stations were online in rss and the bd system was not connected. A case was created, queued for specialist support, and the customer was advised to coordinate with the hospital information technology team. Server checks via secure link showed fluctuating download delays on approximately 80 devices, and one station was found to have a time discrepancy despite network time protocol (ntp) being configured. The customer was asked to verify the ntp server status and was later confirmed that the issue had already been resolved, and approval was received to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all station on critical override, patient data may not have been up to date, and the order interface experienced a problem lasting 2 hours. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.